Manufacturer narrative:
(B)(6). Investigation evaluation: a product evaluation was performed only by the photos provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided confirmed the report. The photos show the proximal end of the device and a section of the catheter, and the catheter appears to be broken. Based on the photos provided we were unable to determine the location of the break in the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for a procedure, the user selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that the balloon catheter was damaged, making it impossible to inflate the material. The procedure needed to be rescheduled. Customer provided photos. The photos show the proximal end of the device and a section of the catheter, and the catheter appears to be broken. This occurred prior to patient contact; there was no impact to the patient.